Manufacturer narrative:
The investigation into the thrombocytopenia issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the thrombocytopenia cannot be determined due to insufficient clinical details.

Event description:
It was reported that impella cp support was ongoing for a 58-year-old female patient admitted in acute myocardial infarction (ami). After six days of support, the patient had heparin induced thrombocytopenia (hit) diagnosed and the team removed the heparin and started argatroban. The pump remains on for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.